Event description:
The physician used a cook endoscopy triclip endoscopic clipping device during an endoscopic procedure. While attempting to close the clip, the handle separated. Nothing had to be retrieved from the patient. The initial reporter was contacted several times in an attempt to collect additional information regarding this occurrence. The additional information relating to this report was not received. It is unknown if the patient experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Handle separation can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and excessive pressure is applied to this portion of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. During the manufacture stage, the handles are inspected for separation along the glue joints. Also, the handles are worked to ensure smoothness of workability. Corrective actions: a corrective action has been implemented to reduce occurrences of handle separation for the triclip endoscopic clipping device. After a review of the account order history, we can advise that triclip endoscopic clipping devices. Manufactured prior to the corrective action implementation have been invoiced to this account. Because the lot number is unavailable, we are unable to determine if this particular device was made prior to implementation of the corrective action. No further corrective action warranted at this time because this report was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.